Event description:
The tubing attachment from the corpac extension set was added to the new setup. The site was found to be leaking at the change of shift onto the bed linen that had been changed fifteen minutes prior. New tubing was placed. The tubing was found leaking and broke off inside the jejunal (j)-tube. We were able to pull the broken part out of the j area.